Event description:
It was reported the patient is no longer receiving stimulation. The physician determined the issue is possibly due to scar tissue. It was also reported diagnostics showed high impedance values for the scs lead. An sjm representative was unable to resolve the issue with reprogramming. At this time, the patient does not wish to undergo surgical intervention to address the issue but is to follow-up with the physician in 3 months.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.